Manufacturer narrative:
No device or photos were received since the devices still remain implanted; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, loosening, scar tissue and needs a cane to walk.

Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by zimmer (B)(4). Please reference 0002648920-2016-03250.